Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, during a flexible ureteroscopy with laser of the kidney and ureter, an ncircle tipless stone extractor was difficult to open and close. The device was tested prior to use in an uncoiled position. The basket was not separated. There was no remarkable anatomy preventing the basket from opening or closing. Another basket of the same product reference was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned in open packaging. Inspection of the returned device noted: the mlla [male luer lock adapter] was was unscrewed from handle. The collet knob was tight. The mlla was tightened. The handle actuates the basket assembly, but formation does not fully open. The basket wires were overlapped on one side. The wires were pulled gently apart, and basket would open and close without issue. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was returned with the handle partially disassembled. The handle was reassembled by the investigator and the basket was found to open and close, but the basket did not have the correct shape as two of the basket wires were overlapped. The basket wires were pulled apart and normal basket function was restored. The information provided by the user stated the device was tested before use. It is likely that forces experienced by the basket during use caused two of the basket wires to overlap each other, resulting in the abnormal basket shape. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a flexible ureteroscopy with laser of the kidney and ureter, an ncircle tipless stone extractor was difficult to open and close. The device was tested prior to use in an uncoiled position. The basket was not separated. There was no remarkable anatomy preventing the basket from opening or closing. Another basket of the same product reference was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence